Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device and battery were put through extensive testing including power cycling, hot swapping batteries, and general defib functionality testing while bench handling without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity logs did confirm that the device shutdown due to a button press during the case, the device was immediately turned back on without further issue. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.